Event description:
It was reported the quantum 2 system began giving off a burning smell intra-operatively. The physician stated that it smelled like "hot wires". The physician was able to complete the procedure using the quantum 2 system, and no pt complications were reported as a result of this event.